Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of broken lid. Without further information like a physical sample for investigation, the root cause of this failure remains unknown. Potential root cause 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non controlled handling within distributor facilities. The DHR review process can¿t be performed because the lot number wasn¿t provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like lids or cracked issue for the same part number (305457) throughout the last twelve months. H3 other text : see h10.

Event description:
It was reported that the sharps coll 6gal red 1103 non-vent cap broke/cracked when lifting the lid. The following information was provided by the initial reporter: "sharps container breaking/cracking when lifting lid".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sharps coll 6gal red 1103 non-vent cap broke/cracked when lifting the lid. The following information was provided by the initial reporter: "sharps container breaking/cracking when lifting lid."